Event description:
Received two abbott binax now, lot # 204103 test kits through government program. One of the boxes did not contain the reagent bottles of solution. As a result, 2 of the 4 tests are unusable. Would like a replacement. Testing for covid. Ref report: mw5148019.